Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump has been experiencing a lot of alerts. The customer's blood glucose level was 2.9 mmol/l at the time of the incident. The customer stated that the insulin pump triggered a threshold suspend. The customer will change the low settings on the device and will call back if the issue occurs. The customer did not return the product back for analysis.